Event description:
Peg tube came out of pt one day after being placed. Rn spoke with a staff member in interventional radiology (ir), who suspect that it may be related to a product failure in regards to the balloon. Device saved. Gastronomy tube placed in ir by dr. The next day rn found gastronomy tube out of patient, doctor and interventional radiology notified. Site covered with gauze. No active bleeding or discharge noted.

Event description:
Peg tube came out of pt one day after being placed. Rn spoke with a staff member in interventional radiology (ir), who suspect that it may be related to a product failure in regards to the balloon. Device saved. Gastronomy tube placed in ir by dr. The next day rn found gastronomy tube out of patient, doctor and interventional radiology notified. Site covered with gauze. No active bleeding or discharge noted.